Manufacturer narrative:
The recipient is reportedly doing well.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The device was successfully implanted and the recipient is reportedly doing well. This is the final report.

Event description:
The recipient reportedly experienced a gusher during implant surgery. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.